Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking mechanism broke prior to surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. A previously addressed design issue is considered as the root cause of the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.